Event description:
The device was used during a rectal resection procedure. Reportedly, the staples did not form properly and the instrument was difficult to remove from the cavity. The surgeon performed an unintended colostomy and there was tissue loss. The hosp has reported the pt's condition is satisfactory.